Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was originally reported that there was a communication problem. An overdischarge of the implantable neurostimulator (ins) was suspected. The patient reportedly had a hip replacement surgery in (B)(6), and had a difficult time with recovery and was unable to move around. This and patient education issues, were the primary reasons for the overdischarge. The last successful recharging session and the last time any stimulation was felt was (B)(6) of the previous year. The company representative reported on (B)(6) 2014 that the patient always struggled to recharge, the ipg was implanted a bit deep. After the patient had both hips replaced and had not used the stimulation in a great deal of time. Normal eri was noted. The doctor proactively replaced the ipg that was in overdischarge. The doctor also made a new shallower pocket for the new ipg. The stimulation was on and working. All impedances were perfect. The company representative confirmed on (B)(6) 2014 that the replacement surgery was on (B)(6) 2014. The patient may have on his own performed a physician mode recharge (pmr) but did not work. The discharge issue was a long time ago. The patient experienced no stimulation. The patient was getting pain relief with the new ipg. The patient was also able to charge and interrogate ipg with greater ease. The ipg was being sent back to the device manufacturer.